Manufacturer narrative:
This report is submitted on december 23, 2020.

Manufacturer narrative:
This report is submitted on 13 november 2020.

Event description:
Per the clinic, it was reported that the patient developed a post-operative hematoma which became infected 5 weeks following implantation. The patient was treated with antibiotics on (B)(6) 2020, however, the infection was considered severe and the patient was subsequently admitted to hospital. On (B)(6) 2020, the device was explanted. The electrode array was left insitu in order to preserve the cochlea for future implantation.